Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when inserting a proximal femoral nail antirotation (pfna) for prophylactic purposes a small portion of the reamer broke off. The piece was approximately 2mm. The piece was seen on ii and a curette was used to scoop it out. It was easily accessible and was removed in less than two (2) minutes. The same type of reamer from a different set was available for use. There was no patient harm reported. As a note, the set that was being utilized during the surgical procedure was reportedly used at least twice a week. This is report 1 of 1 for (B)(4).